Event description:
Event verbatim [preferred term] customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result. [Expired device used], customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result. [False positive investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group and medical information team, program ID: (B)(4). A 79-year-old male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110812223m2, device expiration date: 28mar2024. The patient's relevant medical history and concomitant medications were not reported. Past drug history included: lucira by pfizer covid-19 & flu home test, start date: (B)(6) 2024, stop date: (B)(6) 2024, reaction(s): "false positive", notes: device lot number: k10a110812223m2, device expiration date: 28mar2024; lucira by pfizer covid-19 & flu home test, start date: (B)(6) 2024, stop date: (B)(6) 2024, reaction (s): "expired device used", notes: device lot number: k10a110812223m2, device expiration date: 28mar2024. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset (B)(6) 2024, outcome "unknown" and all described as "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result.". Relevant laboratory tests and procedures are available in the appropriate section. Therapeutic measures were taken as a result of false positive investigation result. The reporter considered "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result." Associated to covid-19 and influenza ivd device. Causality for "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result." Was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: the patient took a lucira by pfizer covid flu test on (B)(6) 2024 where he got a positive covid and flu a result. A week later another lucira by pfizer test gave him a positive covid result and a negative flu a result. Customer did not further provide evidence of false positive. The retest completed more than 48 hours after the initial positive test. 1 total test was run before getting the false positive. The patient contacted a healthcare provider and underwent treatment. As of (B)(6) 2024, the caller (patient) was calling because he had a couple of lucira covid and flu home tests by pfizer which both expired on (B)(6)2024. Because of some symptoms he developed he used one of the tests and it was positive for both covid 19 and influenza a. He contacted his healthcare provider and went through paxlovid treatment for covid and an antiviral for the flu and about 6-7 days later after going through the treatment he used the other test and got a negative for the flu but it was another positive for the covid. He was told that probably meant little with respect to covid but he was put on antibiotics for a potential bacterial infection. On (B)(6) 2024 started he stated the paxlovid and the second positive was on (B)(6) 2024. He explained that the expiration of the lucira test he took was only about 5 months before and it was a previous adjusted expiration (he did not explain this further). After he had the first positive test, he contacted his doctor because he was thinking he needed to do another test, the doctor provided a remote session and prescribed the paxlovid and the antiviral so he did not get another test at that point. When tried to verify if this was the otc home test, he stated it had an outer carton and inner carton, the outer carton was home test to treat covid-19 and the flu emed test treat kit\ and inside the outer folder it has a different box lucira by pfizer. The inner box was two toned blue and said lucira by pfizer but the outer box was white background and said home test treat program. He got it from a government program. He explained that when he went back to the provider, he thought he was going to get a current test but they said they didn't think anything further is needed. Given his status they did not feel he needed further treatment. The caller stated he is inclined to think the test was working. The caller asked if need to be treated again if tested positive for covid after treatment with paxlovid. On (B)(6)2024, it was reported that the caller took a lucira covid and flu home test by pfizer and tested positive for covid-19 and influenza a and for that product, the test actually expired on 28mar2024. Because of the positive test they treated him with paxlovid and then an antiviral for the flu and it also gave a negative test for influenza b. He used another lucira test again and it was also expired on the same date of (B)(6) 2024 and he tested positive for covid but negative for the flu and was put on antibiotics for a potential bacterial infection. For the lucira tests: there is another identifying number called ref so some kind of reference he guesses and there is ref luc-12000 and another number called test kit number 3b0c2t3m. The outer packaging has no expiry date or lot or ndc and he does not see anything like that on the inner package and it has a bar code and one of those read with your phone qr code/UDI numbers and a long number below it but not on it and there are three long series of numbers and letters below it and one is (B)(4). He stated he does recall that on the internal packaging it had expiry date 02jul2023 (as reported) for both kits and not the internal cardboard package but the sealed plastic package that had the parts of the kit in it and one or more of the kits was sealed in plastic packaging with expiry date 02jul2023. Follow-up (09sep2024): this is a spontaneous follow-up report received from a consumer or other non-hcp via product quality group. Updated information: event details. Follow-up (12sep2024): this is a spontaneous follow-up report received from a consumer or other non-hcp via medical information team. Updated information: patient age, expiration date and event details. Follow-up (23sep2024): follow-up attempts are completed. Follow-up (12sep2024): this is a spontaneous followup report received from a consumer. Updated information: lab test added and clinical course added.

Event description:
Event [preferred term] customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [Expired device used], customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result. [False positive investigation result] narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group and medical information team, program ID: (B)(4). A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110812223m2. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset aug2024, outcome "unknown" and all described as "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result.". Relevant laboratory tests and procedures are available in the appropriate section. Therapeutic measures were taken as a result of false positive investigation result. The reporter considered "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result." Associated to covid-19 and influenza ivd device. Causality for "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result." Was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: the patient took a lucira by pfizer covid flu test on (B)(6) 2024 where he got a positive covid and flu a result. A week later another lucira by pfizer test gave him a positive covid result and a negative flu a result. Customer did not further provide evidence of false positive. The retest completed more than 48 hours after the initial positive test. 1 total test was run before getting the false positive. The patient contacted a healthcare provider and underwent treatment. No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result. [Expired device used], customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result. [False positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group and medical information team, program ID: (B)(4). A 79-year-old male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110812223m2, device expiration date: 28mar2024. The patient's relevant medical history and concomitant medications were not reported. Past drug history included: lucira by pfizer covid-19 & flu home test, start date: (B)(6)2024, stop date: (B)(6)2024, reaction(s): "false positive", notes: device lot number: k10a110812223m2, device expiration date: (B)(6)2024; lucira by pfizer covid-19 & flu home test, start date: (B)(6)2024, stop date: (B)(6)2024, reaction(s): "expired device used", notes: device lot number: k10a110812223m2, device expiration date: 28mar2024. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset 29aug2024, outcome "unknown" and all described as "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result.". Relevant laboratory tests and procedures are available in the appropriate section. Therapeutic measures were taken as a result of false positive investigation result. The reporter considered "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result." Associated to covid-19 and influenza ivd device. Causality for "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result." Was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6)2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a110812223m2, UDI: not reported) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110812223m2. No quality issues related to lot k10a110812223m2 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110812223m2 remains acceptable for further distribution. Device engineering investigation: the complaint occurred on (B)(6)2024, after the expiry date of 28mar2024; hence, the product was expired during use. There is no evidence that the device constituent part did not perform as expected during its defined shelf-life. As such, this device engineering investigation should be cancelled. Additional information: the patient took a lucira by pfizer covid flu test on (B)(6)2024 where he got a positive covid and flu a result. A week later another lucira by pfizer test gave him a positive covid result and a negative flu a result. Customer did not further provide evidence of false positive. The retest completed more than 48 hours after the initial positive test. 1 total test was run before getting the false positive. The patient contacted a healthcare provider and underwent treatment. As of (B)(6)2024, the caller (patient) was calling because he had a couple of lucira covid and flu home tests by pfizer which both expired on (B)(6)2024. Because of some symptoms he developed he used one of the tests and it was positive for both covid 19 and influenza a. He contacted his healthcare provider and went through paxlovid treatment for covid and an antiviral for the flu and about 6-7 days later after going through the treatment he used the other test and got a negative for the flu but it was another positive for the covid. He was told that probably meant little with respect to covid but he was put on antibiotics for a potential bacterial infection. On (B)(6)2024 started he stated the paxlovid and the second positive was on (B)(6)2024. He explained that the expiration of the lucira test he took was only about 5 months before and it was a previous adjusted expiration (he did not explain this further). After he had the first positive test, he contacted his doctor because he was thinking he needed to do another test, the doctor provided a remote session and prescribed the paxlovid and the antiviral so he did not get another test at that point. When tried to verify if this was the otc home test, he stated it had an outer carton and inner carton, the outer carton was home test to treat covid-19 and the flu emed test treat kit and inside the outer folder it has a different box lucira by pfizer. The inner box was two toned blue and said lucira by pfizer but the outer box was white background and said home test treat program. He got it from a government program. He explained that when he went back to the provider, he thought he was going to get a current test but they said they didn't think anything further is needed. Given his status they did not feel he needed further treatment. The caller stated he is inclined to think the test was working. The caller asked if need to be treated again if tested positive for covid after treatment with paxlovid. On (B)(6)2024, it was reported that the caller took a lucira covid and flu home test by pfizer and tested positive for covid-19 and influenza a and for that product, the test actually expired on 28mar2024. Because of the positive test they treated him with paxlovid and then an antiviral for the flu and it also gave a negative test for influenza b. He used another lucira test again and it was also expired on the same date of (B)(6)2024 and he tested positive for covid but negative for the flu and was put on antibiotics for a potential bacterial infection. For the lucira tests: there is another identifying number called ref so some kind of reference he guesses and there is ref luc-12000 and another number called test kit number 3b0c2t3m. The outer packaging has no expiry date or lot or ndc and he does not see anything like that on the inner package and it has a bar code and one of those read with your phone qr code/UDI numbers and a long number below it but not on it and there are three long series of numbers and letters below it and one is (B)(4). He stated he does recall that on the internal packaging it had expiry date 02jul2023 (as reported) for both kits and not the internal cardboard package but the sealed plastic package that had the parts of the kit in it and one or more of the kits was sealed in plastic packaging with expiry date 02jul2023. Follow-up (09sep2024): this is a spontaneous follow-up report received from a consumer or other non-hcp via product quality group. Updated information: event details. Follow-up (12sep2024): this is a spontaneous follow-up report received from a consumer or other non-hcp via medical information team. Updated information: patient age, expiration date and event details. Follow-up (23sep2024): follow-up attempts are completed. Follow-up (12sep2024): this is a spontaneous follow-up report received from a consumer. Updated information: lab test added and clinical course added. Follow-up (25oct2024): this is a follow-up report from product quality group providing investigation results. Follow-up (01nov2024): this is a follow-up report from product quality group providing investigation results.

Event description:
Event verbatim [preferred term]. Customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [Expired device used], customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [False positive investigation result], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group and medical information team, program ID: (B)(4). A 79-year-old male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110812223m2, device expiration date: 28mar2024. The patient's relevant medical history and concomitant medications were not reported. Past drug history included: lucira by pfizer covid-19 & flu home test, start date: (B)(6)2024, stop date: (B)(6)2024, reaction(s): "false positive", notes: device lot number: k10a110812223m2, device expiration date: 28mar2024; lucira by pfizer covid-19 & flu home test, start date: (B)(6)2024, stop date: (B)(6)2024, reaction(s): "expired device used", notes: device lot number: k10a110812223m2, device expiration date: 28mar2024. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset 29aug2024, outcome "unknown" and all described as "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result.". Relevant laboratory tests and procedures are available in the appropriate section. Therapeutic measures were taken as a result of false positive investigation result. The reporter considered "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Associated to covid-19 and influenza ivd device. Causality for "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6)2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a110812223m2, UDI: not reported) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110812223m2. No quality issues related to lot k10a110812223m2 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110812223m2 remains acceptable for further distribution. Device engineering investigation: the complaint occurred on (B)(6)2024, after the expiry date of 28mar2024; hence, the product was expired during use. There is no evidence that the device constituent part did not perform as expected during its defined shelf-life. As such, this device engineering investigation should be cancelled. Additional information: the patient took a lucira by pfizer covid flu test on (B)(6)2024 where he got a positive covid and flu a result. A week later another lucira by pfizer test gave him a positive covid result and a negative flu a result. Customer did not further provide evidence of false positive. The retest completed more than 48 hours after the initial positive test. 1 total test was run before getting the false positive. The patient contacted a healthcare provider and underwent treatment. As of (B)(6)2024, the caller (patient) was calling because he had a couple of lucira covid and flu home tests by pfizer which both expired on 28mar2024. Because of some symptoms he developed he used one of the tests and it was positive for both covid 19 and influenza a. He contacted his healthcare provider and went through paxlovid treatment for covid and an antiviral for the flu and about 6-7 days later after going through the treatment he used the other test and got a negative for the flu but it was another positive for the covid. He was told that probably meant little with respect to covid but he was put on antibiotics for a potential bacterial infection. On (B)(6)2024 started he stated the paxlovid and the second positive was on (B)(6)2024. He explained that the expiration of the lucira test he took was only about 5 months before and it was a previous adjusted expiration (he did not explain this further). After he had the first positive test, he contacted his doctor because he was thinking he needed to do another test, the doctor provided a remote session and prescribed the paxlovid and the antiviral so he did not get another test at that point. When tried to verify if this was the otc home test, he stated it had an outer carton and inner carton, the outer carton was home test to treat covid-19 and the flu emed test treat kit and inside the outer folder it has a different box lucira by pfizer. The inner box was two toned blue and said lucira by pfizer but the outer box was white background and said home test treat program. He got it from a government program. He explained that when he went back to the provider, he thought he was going to get a current test but they said they didn't think anything further is needed. Given his status they did not feel he needed further treatment. The caller stated he is inclined to think the test was working. The caller asked if need to be treated again if tested positive for covid after treatment with paxlovid. On 12sep2024, it was reported that the caller took a lucira covid and flu home test by pfizer and tested positive for covid-19 and influenza a and for that product, the test actually expired on (B)(6)2024. Because of the positive test they treated him with paxlovid and then an antiviral for the flu and it also gave a negative test for influenza b. He used another lucira test again and it was also expired on the same date of (B)(6)2024 and he tested positive for covid but negative for the flu and was put on antibiotics for a potential bacterial infection. For the lucira tests: there is another identifying number called ref so some kind of reference he guesses and there is ref (B)(4) and another number called test kit number 3b0c2t3m. The outer packaging has no expiry date or lot or ndc and he does not see anything like that on the inner package and it has a bar code and one of those read with your phone qr code/UDI numbers and a long number below it but not on it and there are three long series of numbers and letters below it and one is (B)(4). He stated he does recall that on the internal packaging it had expiry date 02jul2023 (as reported) for both kits and not the internal cardboard package but the sealed plastic package that had the parts of the kit in it and one or more of the kits was sealed in plastic packaging with expiry date 02jul2023. Follow-up (09sep2024): this is a spontaneous follow-up report received from a consumer or other non-hcp via product quality group. Updated information: event details. Follow-up (12sep2024): this is a spontaneous follow-up report received from a consumer or other non-hcp via medical information team. Updated information: patient age, expiration date and event details. Follow-up (23sep2024): follow-up attempts are completed. Follow-up (12sep2024): this is a spontaneous follow-up report received from a consumer. Updated information: lab test added and clinical course added. Follow-up (25oct2024): this is a follow-up report from product quality group providing investigation results. Follow-up (01nov2024): this is a follow-up report from product quality group providing investigation results.

Event description:
Event verbatim [preferred term] customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result. [Expired device used], customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result. [False positive investigation result]. Narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group and medical information team, program ID: (B)(6). A 79-year-old male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test),, device lot number: k10a110812223m2, device expiration date: 28mar2024. The patient's relevant medical history and concomitant medications were not reported. Past drug history included: lucira by pfizer covid-19 & flu home test, start date: (B)(6) 2024, stop date: (B)(6) 2024, reaction(s): "false positive", "expired device used", notes: device lot number: k10a110812223m2, device expiration date: 28mar2024. The following information was reported: expired device used (non-serious), false positive investigation result (nonserious) all with onset 29aug2024, outcome "unknown" and all described as "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result.". Relevant laboratory tests and procedures are available in the appropriate section. Therapeutic measures were taken as a result of false positive investigation result. The reporter considered "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result." Associated to covid-19 and influenza ivd device. Causality for "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result." Was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: the patient took a lucira by pfizer covid flu test on (B)(6) 2024 where he got a positive covid and flu a result. A week later another lucira by pfizer test gave him a positive covid result and a negative flu a result. Customer did not further provide evidence of false positive. The retest completed more than 48 hours after the initial positive test. 1 total test was run before getting the false positive. The patient contacted a healthcare provider and underwent treatment. As of (B)(6) 2024, the caller (patient) was calling because he had a couple of lucira covid and flu home tests by pfizer which both expired on 28mar2024. Because of some symptoms he developed he used one of the tests and it was positive for both covid 19 and influenza a. He contacted his healthcare provider and went through paxlovid treatment for covid and an antiviral for the flu and about 6-7 days later after going through the treatment he used the other test and got a negative for the flu but it was another positive for the covid. He was told that probably meant little with respect to covid but he was put on antibiotics for a potential bacterial infection. On (B)(6) 2024 started he stated the paxlovid and the second positive was on (B)(6) 2024. He explained that the expiration of the lucira test he took was only about 5 months before and it was a previous adjusted expiration (he did not explain this further). After he had the first positive test he contacted his doctor because he was thinking he needed to do another test, the doctor provided a remote session and prescribed the paxlovid and the antiviral so he did not get another test at that point. When tried to verify if this was the otc home test he stated it had an outer carton and inner carton, the outer carton was home test to treat covid-19 and the flu emed test treat kit and inside the outer folder it has a different box lucira by pfizer. The inner box was two toned blue and said lucira by pfizer but the outer box was white background and said home test treat program. He got it from a government program. He explained that when he went back to the provider he thought he was going to get a current test but they said they didn't think anything further is needed. Given his status they did not feel he needed further treatment. The caller stated he is inclined to think the test was working. The caller asked if need to be treated again if tested positive for covid after treatment with paxlovid. Follow-up (09sep2024): this is a spontaneous follow-up report received from a consumer or other non hcp via product quality group. Updated information: event details. Follow-up (12sep2024): this is a spontaneous follow-up report received from a consumer or other non hcp via medical information team. Updated information: patient age, expiration date and event details.

Event description:
Event verbatim [preferred term] customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result. [Expired device used], customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [False positive investigation result] narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group and medical information team, program ID: (B)(6). A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110812223m2. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset aug 2024, outcome "unknown" and all described as "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result.". Relevant laboratory tests and procedures are available in the appropriate section. Therapeutic measures were taken as a result of false positive investigation result. The reporter considered "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result." Associated to covid-19 and influenza ivd device. Causality for "customer performed two expired lucira by pfizer covid & flu teststhatgave him a false positive result." Was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: the patient took a lucira by pfizer covid flu test on (B)(6) 2024 where he got a positive covid and flu a result. A week later another lucira by pfizer test gave him a positive covid result and a negative flu a result. Customer did not further provide evidence of false positive. The retest completed more than 48 hours after the initial positive test. 1 total test was run before getting the false positive. The patient contacted a healthcare provider and underwent treatment. No follow-up attempts are possible. Follow-up (09 sep 2024): this is a spontaneous follow-up report received from a consumer or other non hcp via product quality group. Updated information: event details.